Event description:
It was reported that the pump's alarm sound was not annunciating properly. The customer's blood glucose level had no adverse impact. Reportedly, the customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.